Event description:
It has been reported to philips that the system no longer booted during restart. The device was not in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system no longer started up. Review of the system log file showed multiple errors and warnings. Upon further inspection fse checked the system and confirmed the defect in suite pc and software problem. Fse replaced the suite pc and installed the software. After replacing and installing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.